Manufacturer narrative:
This event is being reported as the patient experienced a pneumothorax and cardiac arrest. It was reported that patient did recover. An internal evaluation could not be completed, as the device was not returned. The customer also did not provide additional requested information for the event. Three attempts were made to obtain additional information from the customer via email. The initial representative who reported the event made a second visit to the site on september 26, 2024, with the intent to obtain additional information. No additional information was received. Therefore, no specifics on the device were received, as well as no root cause could be determined. No additional information is available on this event at this time. If additional information is received, a follow up MDR will be submitted to FDA.

Event description:
On (B)(6) 2024, a representative from sentec reported he was made aware of an adverse event to a patient using an ipv device. The patient experienced a pneumothorax and cardiac arrest. It was stated by the internal representative that it was not clear whether the adverse event occurred during ipv use or after use. Patient was reported to have recovered. The date of the event is unknown.